Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1993.

Event description:
It was reported that that the right atrial (ra) lead exhibited oversensing and low impedance. There were many inappropriate mode sw itches/atrial episodes showing atrial oversensing. Also, when the patient moved their arm to take something out of their pocket, the clinician noted large amounts of atrial oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.